Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts noted there was t-wave oversensing and recommended reprogramming the device to its primary sensing vector based on stored data. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts noted there was t-wave oversensing and recommended reprogramming the device to its primary sensing vector based on stored data. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts noted there was t-wave oversensing and recommended reprogramming the device to its primary sensing vector based on stored data. This device remains in service. No additional adverse patient effects were reported.